Manufacturer narrative:
(B)(4). The velocity injection port with 4 hooks deployed and the locking connector attached not in fully locked position, the tubing strain relief and one section of catheter 3.3 cms long. Yellow staining on the catheter and tubing strain relief with some biological debris was inside the port actuator ring and on the port body. There were 8 puncture marks on the septum. After removal of locking connector, debris (tissue) was noted on the port connection tube and barb. Faint markings on catheter suggest that this section of tubing had initially been sitting on the port connection tube. Dimensional analysis on the connection tube barb and the locking connector inner diameter were within specification. There were no leaks or blockage in the port. It is noted that port disconnection is a recognized event associated with gastric banding. Its causes and consequences are outlined within the products instructions for use (IFU). A review of the manufacturing records indicates that all devices were manufactured to specification. No discrepancies were noted during manufacture of the batch in question and all devices were functionally tested prior to release. It is therefore considered unlikely that a manufacturing issue contributed to the reported event.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device remains implanted.

Event description:
It was reported during a (B)(6), the port tubing disconnected and this was confirmed by CT. Subject underwent a port revision surgery on (B)(6) 2010. There were no reported patient complications.